Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 350-400 mg/dl at the time of incident and had low blood glucose was 45 mg/dl. The customer was assisted with troubleshooting and declined for high and low blood glucose. The customer was treated high blood glucose with insulin pump and sometimes syringe if the pump was not working. The customer was treated low blood glucose with glucose, orange juice, and candy. Customer will not be returned device for analysis.